Manufacturer narrative:
General information the instrument arrived in decontaminated condition. Consequences for the patient according to the available information, there were no negative consequences for the patient. Investigation at the first sight, the instrument exhibit no defects or abnormalities. Used test- and analysis- equipment: · microscope "keyence- vhx 5000 " eq.-nr. 2000024840; · digital-camera "panasonic dmc tz8". During a visual inspection of the persuader we found the inner peek ring broken and the snap ring deformed . The root cause for the broken peek ring and the deformed snap ring was most probably the reconnecting of the loosened upper part with the hammer (see complaint description). The primary root cause for the loosening during the surgery cannot be determined until now. Batch history review the manufacturing documents have been checked and found to be according to specification valid during the time of production. There are no further complaints with this lot at hand. Conclusion and root cause the root cause for the problem cannot finally defined. Rationale our r&d department performing several tests to figure out the root cause for the described / complained problem. Probably root causes are: · wear and tear; · dimension problems; · excessive force during handling. Corrective action according to sop sa-de13-m-4-2-04-000-0 (corrective action & preventive action) a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with ennovate rod persuader. According to the customer report: "the instrument has split into two components in the final step. One part of the instrument could not be released from the screw due to the locking mechanism. The two components could only be reconnected with hammer blows by pressing the lever on the instrument. The open rod persuader could be released from the screw by means of a counter lever. Surgery delay approx. 10 minutes." There was no patient harm. An additional medical intervention was not necessary. / this event/malfunction prolonged the surgery for 10 minutes. Additional information was not provided nor available / was not available. The adverse malfunction is filed under (B)(4).